Event description:
Pt rec'd bilateral lower lid recession implants utilizing peri-guard. Lower lids became inflamed on 06/04/1997 and required surgical intervention to remove the grafts. The pt experienced no further complications and is doing well.